Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor was distorted, the distal conductor was fractured due to overstress, the inner insulation was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, there was a tip seal observation, and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, upon repositioning the lead, the helix would not extend. The lead was not used and another lead was successfully used to complete the procedure. No patient complications have been reported as a result of this event.